Event description:
Procedure: hemicolectomy; pt sex: unk. Reportedly, the instrument could not be opened properly after application to tissue. The surgeon was finally able to forcibily open the device jaws. There was no bleeding after removal, however the surgeon was not confident in the seal and proceeded to use clips on the tissue.